Event description:
ICU medical chemoclave cstd bag spike with clave additive port and dry spike has failed on two occasions within our facility. Two instances have occurred where the bag spike has released from the IV bag, and has resulted in hazardous medications being exposed at the bedside. One instance has occurred where the clave additive port has broken off, again causing hazardous material to leak from the device and resulted in pt exposure. Diagnosis or reason for use: closed-system transfer device to admixing and administration. Event abated after use stopped or dose reduced?: yes.